Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, when the jaws were closed, the green button did not illuminate and the issue occurred repeatedly. The operation sound could not be heard either. It was also reported that they were uncertain if the jaws fully closed. There was no patient injury. Additional information reported that the issue was resolved by pressing the green button 10 seconds to rest, inserting the device into and removing out of the charger.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon startup and functional testing in pmv there were no errors. There was a clicking noise when the motor test ran. With further investigation there was notice that the articulation motor was loosened. The handle was attached to a representative clamshell and adapter and fired successfully on fixture nh09562 and stopped firing at the specified max firing force as specified in r0036353. The handle tested satisfactory. Both green buttons functioned and the handle entered firing mode with no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered the articulation motor screws had become loose allowing the motors to move around. The connection between the motor output shaft and trilobe coupler was not impacted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.